Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was taken to the operating room on (B)(6) 2017 where the wound was debrided, and a muscle flap was used to cover the exposed driveline. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The event was not related to the device or procedure. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted to the hospital from the clinic on (B)(6) 2017. Patient presented with concerns for driveline infection after reporting new drainage at exit site. Workup revealed (B)(6) bacteremia and loculated pleural effusion. Patient underwent wound debridement on (B)(6) 2017 with plastic surgery. Hospital course complicate by acute kidney injury and right upper extremity cellulitis related to peripherally inserted central catheter (PICC) placement as required for intravenous (IV) antibiotics. Driveline infection - drainage noted at driveline exit site and thoracotomy site. It was stated that the patient had right upper extremity hematoma vs cellulitis related to swelling with no erythema and no specific treatment as patient was already on daptomycin coverage, and would cover soft tissue infection. Acute kidney injury likely related to antibiotics. Patient was discharged to home on (B)(6) 2017. No additional information available.